Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that three infusion sets required early replacement. One site was replaced during troubleshooting for high glucose, one infusion set did not deploy from the inserter, and one site placed on the leg was pulled out by clothing. The patient requested replacement infusion sets. The infusion set was reported as loose and leaking, with the infusion site not adhering to the body. The event occurred while in use with patient and there was no patient injury.